Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during surgical intervention (reference MFR report# 1627487-2014-23609) the physician inadvertently fractured the paddle lead during a removal attempt. As a result, the procedure was extended 3 hours. Subsequently, the case was completed without any further incident or patient consequence.